Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery. The surgeon tried to use the screw in question with the plate and the cable. When the surgeon applied tension to the cable, the screw came out of the locking hole. The surgeon tried it again, and it went same result. Therefore, the surgeon used a new screw, and it was fixed without any trouble. The surgery was completed successfully without any surgical delay. Patient status/ outcome: stable no further information is available. Concomitant device reported: unk - plates: trauma and position-pin 4.5 f/lcp ti (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) position-pin 4.5 f/lcp ti. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.